Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the operating room for an unrelated generator change-out due to the advisory, noise on the lead was observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.